Manufacturer narrative:
H10: insufficient information is available to determine the resolution of the event. Multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 03/15/2023, 03/29/2023 and 04/11/2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator would not power off. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's device would not power off, without removing the ac, and dc power. The customer is requesting onsite assistance. The investigation is ongoing.

Manufacturer narrative:
The customer contacted philips, and reported they installed a power management (pm) pcba, but the issue was not resolved. It was noted that the customer tried a pm pcba from a different device (working), but the issue reoccurred. When the customer placed the pm pcba back into the other working device, the second device worked as intended. The customer tried a second pm pcba on the suspected device, and the same issue occurred. The rse recommended replacing the central processing unit (cpu) pcba. The customer tried a different cpu pcba from a different device, and the issue was resolved. It was noted that a replacement cpu would be ordered.